Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Initial op notes dated (B)(6) 2018 demonstrated that the patient had left tka due to osteoarthritis. The surgery went uneventful. Visit notes dated (B)(6) 2018 demonstrated that the patient experienced pain, swelling and thrombotic left small saphenous vein. Visit notes dated (B)(6) 2018 demonstrated that the patient was diagnosed with superficial infection in cicatrix. Antibiotics were applied. Visit notes from (B)(6) 2018 mentioned the left knee seen with cicatrix free of reaction (infection). X-ray shows unchanged good implants position. Reported issues are related to the procedure and are not abnormal to the procedure. No failure detected with the devices. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Dob - (B)(6). (B)(4). Concomitant medical products: 42532007101 - natural tibia cemented ¿ 63917389. 42511000513 - articular surface ¿ 63583440. 42540000032 - all poly patella cemented - 63940181. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 3007963827-2019-00117, 3007963827-2019-00118, 0002648920-2019-00284.

Event description:
It was reported that the patient underwent a right knee arthroplasty. Subsequently, the patient was experiencing deep vein thrombosis 7 days post implantation. Attempts have been made and no further information has been provided.